Event description:
Per the info provided to co by the physician/surgeon's office the device was removed due to an "infected pump". As reported to co, only the pump and the assembly kit were removed and replaced, leaving the cylinders and reservoir in place from the initial implant. 3/11/97-upon receipt of the physician/surgeon's report he stated that the pt was positive for a "yeast" infection.